Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced low blood glucose and insulin pump sometimes would have more insulin or less insulin. The customer blood glucose level was 45 mg/dl at the time of incident. The customer was treated with juice and cookies. The reservoir will not be returned for analysis.